Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the patient's transmission, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. Corrective programming changes were recommended, but were not yet made. No patient consequences were reported.